Event description:
A customer contacted baxter's technical service center to report needing to end therapy on the homechoice (hc) machine. The care giver (cg) stated that she pressed stop on the hc because she noticed there was a hole in the drain tube. The cg stated they were staying at their daughter's house and she had two cats. The cg believed that the cats were playing with the tubing which caused the hole in the line. The technical service representative (tsr) asked the cg if the hc had alarmed at all. The cg stated it did not. The tsr assisted the cg to cycle power off and on, then press the down arrow to end therapy. The tsr then advised the cg to close all clamps and remove the set. The tsr explained to the cg that there should not be any animals in the room where the hp is doing his therapy. The cg stated she had already taken care of the situation. Product surveillance contacted the home patient (hp) regarding the reported hole in the drain line. The hp confirmed that the hole was caused by cats that were in the room. The hp did not know the lot number of the cassette. The hp stated that they discarded the cassette and started therapy over with new supplies. The hp explained that he went to the hospital and was given prophylactic antibiotics. Per the hp, there was no patient injury as a result of this incident. The hp has resumed therapy successfully without any problems.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.